Event description:
The accounts engineer stated the bed will not go into trendelenburg using the electric or manual controls.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.